Manufacturer narrative:
Not returned to manufacturer.

Event description:
Per the clinic, the patient experienced skin necrosis and developed an infection at implant site, however the issue could not be resolved, resulting in the decision to explant the device. The device was explanted on (B)(6) 2016. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report july 4, 2016.

Manufacturer narrative:
This report is filed august 9, 2016.